Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va08tfs, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, serial/lot #: (b)(5), ubd: 02-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had thought with the previous implant that they only ¿fixed the lead line,¿ and stated that they didn't know that they had replaced the ins. The patient then later stated that they recalled that the ins had been replaced. The patient confirmed it had been replaced due to normal battery depletion and confirmed no allegation against the previous system. No further complications were reported at this time.